Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was high. The customer was taking antibiotics in capsule form and noticed her blood glucose level went up to 479 mg/dl. Her blood glucose level went down to 339 mg/dl. The device was not returned.